Manufacturer narrative:
(B)(4). Batch # p55r1l. The analysis results showed that the cr40g cartridge was received with the washer uncut, with the drivers partially advanced and with the knife recess below the cartridge deck. The staples were noted to be all present and partially form; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the doctor claims to have closed the jaws with the closing trigger, and then he had tried to fire the stapler. The stapler did not allow him to do so, and so they realized that the staples were already out of the reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.